Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿infusion filter the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 69-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella rp device for mechanical circulatory support. The complainant had a rp support ongoing along with ECMO for a patient in right heart failure. On day eight of the support there were concerns for sepsis. The patient was treated with antibiotics for the gram- rods. The impella was not the only support device/access site and causality to sepsis is not known.

Manufacturer narrative:
The investigation into the reported infection/sepsis has been completed since the original report was filed. Per the provided clinical details, the root cause of the infection/sepsis issue was patient condition related and the relation to impella is unknown. The clinical details suggest, the root cause of the access site bleeding issue was most likely a introducer sheath kink.